Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high and varying impedance in the pacing vector and the rv coil. The rv coil was suspected of a fracture; however, the physician performed a defibrillation threshold (dft) test and found the impedance to be acceptable. The physician will continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.